Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's doctor had them request a factory reset as the patient is now starting humalog u200. The agent assisted with full factory reset, reconnecting the ilet, and resuming insulin delivery as intended. The user was out of insulin that morning and had a heavy breakfast, so she had a hyperglycemic episode reaching a peak of 346 mg/dl blood glucose (bg). This was corrected as insulin delivery resumed, and she did not require any outside intervention.